Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a needle clog occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "I've been using the micro fine ultra needle for years, and it strikes me that lately I've increasingly found a needle that's clogged and not usable. The annoying thing about this is that you don't know clearly anymore what has or hasn't entered your body... You then spray too much or too little with a new one."